Event description:
The central monitoring station failed in ccu, blank screen. Supervisor contacted, biomed contacted. This means we can not see the central station data for any critical care patient or print off information such as clinical vital signs, pressure and rhythm strips. Clinical engineering found that the hard drive in the central server had malfunctioned. Hard drive was replaced, installed boot disk and software.